Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, t2 anchor did not deploy. No additional information was received from reporter regarding surgical delay or backup availability. No patient injuries were reported.

Manufacturer narrative:
Five used fast-fix 360 curved needle delivery systems were returned for evaluation in the same container making lot identification prohibitive, as a result this evaluation will added to the following complaints c-(B)(4), c-(B)(4) , c-(B)(4) and c-(B)(4). Visual assessment of the devices shows the delivery needles are dramatically bent on four out of the five devices. No ts or sutures remain on the devices with the bent delivery needles or were returned for examination. The fifth device both ts remain on the delivery needle in their customary pre-deployment positions. This device was functionally tested for proper actuator advancement and cycling, device functioned as intended.